Event description:
The customer reported the sys would not print or save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the control panel. The interconnect cable was ordered. No further repair info is available.